Event description:
It was reported that the patient had 2 no external power alarms on (B)(6) 2022 at 0100. The patient stated that they did not switch power sources or lose power to their house at the time of these alarms. A review of the log files by technical services found a no external power event on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of no external power alarms was confirmed via log file analysis. A review of the log file contained data spanning approximately 36 days ((B)(6) per timestamp). On (B)(6) 2022 from 1:09:30 ¿ 1:09:31, while connected to the mobile power unit (mpu), the no external power alarm activated due both white and black lead voltages diminishing from ~12.7 v to ~3.2 v. This was consistent with a loss of ac power. The alarm cleared after power was restored. The backup battery was able to provide power to the system during this event. Pump operation was not affected. There were no other notable alarms active in the log file. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis. Per the provided information, the patient stated they did not switch power sources or lose power to the house. Additionally, it was unknown if the ac power cord came loose from the wall outlet or back of the unit. The mpu had a v-lock connector at the time of the event; however, it should be noted a disconnection can still occur if the connection is not properly engaged. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii patient handbook, rev. C, section 6 ¿caring for the equipment¿ and heartmate ii instructions for use, rev. C, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.